Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the keypads on (7) pcu devices won't turn on and (1) pcu when turned on will shut off within 5 minutes. There was no patient involvement as the devices were found in the storage room.

Event description:
It was reported that the keypads on (7) pcu devices won¿t turn on and (1) pcu when turned on will shut off within 5minutes. There was no patient involvement as the devices were found in the storage room.

Manufacturer narrative:
Customers received notification of the field action. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. Device was not returned to manufacturing facility.